Manufacturer narrative:
This report is being supplemented to provide a correction to h4 as this was inadvertently missed in the previous reports.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the previous supplemental report, follow-up number 2. The correct aware date should have been november 29, 2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to the following: 1. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. 2. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) received a medwatch report (mw5116634) which reported that the single use distal cover came off from the evis exera iii duodenovideoscope during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The scope entered the intestines via laparoscopy trocar. The procedure was done via laparoscopic trocar because the patient's prior bariatric surgery caused her to have an altered anatomy. It was believed that the cap came off as the scope was being withdrawn through the trocar. The trocar measured 15 millimeters (mm) and the scope was 13.5 mm. After the scope was fully withdrawn, the staff observed that the cap was missing from the scope and began the search in the bowel loops, surgical drapes, and the floor. An x-ray prior to case closure was not possible as the cap was not radiopaque. A computerized tomography (CT) scan of the abdomen and pelvis performed the next day did not show a cap. It was believed that the cap was left in the gastrointestinal tract and will pass spontaneously. There was no further harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report # 2429304-2023-00118.